Event description:
A non health care professional reported that during surgery noticed that scratch on optic edge of lens and it remains implanted in the eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A photo was provided of an implanted single-piece lens. Damage was observed at the anterior optic edge where the plunger would contact the optic. A crack was observed on the side of the optic edge. A possible scratch was observed on the left side of the optic. The optic damage may indicate a plunger override occurred. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the iol manufacturing documentation. It cannot be determined if a qualified cartridge was used without the lens model and diopter. The root cause could not be determined. The lens was not returned for evaluation. A photo was provided of an implanted single-piece lens. Damage was observed at the anterior optic edge where the plunger would contact the optic. A crack was observed on the side of the optic edge. A possible scratch was observed on the left side of the optic. The optic damage may indicate a plunger override occurred. It cannot be determined if a qualified cartridge was used without the lens model and diopter. The IFU (instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).